Event description:
Patient contacted technical solutions in order to get into contact with the agent that was present at their pump implant. The patient reported that they had been experiencing symptoms since their implant procedure. These symptoms include: painful legs (more painful on the front of their legs than the back of their legs), difficulty walking and balancing, and groin pain on both sides. The patient reported that activity worsens these symptoms and they think they may be caused by "inflammation of spinal nerves" that occurred when the catheter was placed in the intrathecal space. The patient's physician told them that the symptoms were unrelated to the pump implant. The patient stated that they had experienced two separate instances of cauda equina in 2011 and 2020, and said that their current symptoms felt similar to the symptoms they felt in those instances. Agent later contacted technical solutions to report that the patient's pump was explanted. Agent reported that the patient never experienced good therapy from the pump, although no volume discrepancies were ever observed. Agent also stated that the implant site became infected which was another reason for explant. Agent reported that, at the time of explant, the neurosurgeon aspirated clear fluid from around the pump which they believed to be medication. At the explant, 16.1 mls were expected from the pump reservoir and 16.0 mls were pulled out.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, and there was no issue found. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Per the instructions for use of the device, pump site infection is a known possible risk of use of the device. Internal complaint number: (B)(4).